Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2013, a 23mm trifecta valve was implanted in a patient. It was later reported on (B)(6) 2023, the patient presented with dyspnea on exertion. An echocardiography confirmed increased pressure gradient due to aortic stenosis. A decision was made to explant the 23mm trifecta valve. The valve was replaced with a 23mm non-abbott valve that was successfully implanted in the patient. It was observed there was calcification on the explanted valve.

Manufacturer narrative:
Explant of the valve due to increased pressure gradient caused by aortic stenosis, with calcification being noted on the explanted valve was reported. The investigation found that all three leaflets contained calcifications which limited the mobility of the leaflets. Leaflet 3 was torn which was associated with a calcification. All three leaflets contained fibrous thickening. There was circumferential pannus ingrowth on the inflow surface of the valve and on the outflow surface if leaflets 2 and 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications limiting the mobility of the valve leaflets could have contributed to the reported stenosis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.